Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. Power on reset (por) occurred on (B)(4) 2013 indicated. Firmware initiated a por with no reason code. Analyst commented critical ram parity error recorded on (B)(4) 2013. Post explant por cleared all implant data. There is no way to perform a longevity calculation without this data. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant products: product ID 407645 implantable pacing lead implanted: 2010 (B)(6); product ID 419488 implantable pacing lead impl anted: 2010 (B)(6); product ID 694758 implantable tachy lead implanted: 2010 (B)(6). (B)(4).

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.